Event description:
Patient transferred from an outside hospital with a bard groshong nxt 5 fr PICC line in his left upper arm. Line was inserted in 2008. In the next day, called to evaluate "leaking PICC line." When catheter flushed fluid leaked out insertion site underneath the dressing. Line was removed intact and new PICC line was placed in the left upper arm. Dates of use: 2008. Diagnosis or reason for use: administration of IV antibiotics.